Manufacturer narrative:
UDI is unknown as the part and lot number is not provided. The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported heart failure could not be determined, however heart failure is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Hospitalization was a result of case-specific circumstance related to patient requiring prolonged hospitalization. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title ¿predictors of clinical response to transcatheter reduction of secondary mitral regurgitation: the coapt trial".

Event description:
This is filed to report heart failure, prolonged hospitalization. It was reported through a research article identifying mitraclip devices that may be related to: heart failure and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in article, titled "predictors of clinical response to transcatheter reduction of secondary mitral regurgitation: the coapt trial.¿no additional information was provided.